Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. Prior to use on the patient it was noted that the needle was sticking out of the package. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.